Event description:
The customer reports the device has a faulty charging pack (ac power module). There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device has a faulty charging pack (ac power module). There was no reported pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.